Event description:
It was reported that in the central sterile department of the user facility that the connector was pulling away, resulting in wires being exposed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the central sterile department of the user facility that the connector was pulling away, resulting in wires being exposed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by the repair technician, but copper wire was not exposed. The device is not repairable and will not be returned to the user facility.